Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's oxygen was not able to be adjusted from 21%. The device's 3-way solenoid valve needs to be replaced to address the issue.